Event description:
Healthcare professional reported cysts against the left side. Recently, healthcare professional reported a capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation:visual analysis of the photographs identified: cyst : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Additional observations : crease fold observed on the device. No further actions are required since no issue in the manufacturing of the device is observed.